Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for three patients tested with coaguchek xs plus meter serial number (B)(4). Of the three patients, one had an erroneous result. A sample from the patient was tested on the meter, resulting as 6.4 inr. At an unknown time, a sample from the patient was tested in the laboratory using an unknown method, resulting as 4.9 inr. No adverse events were alleged to have occurred with the patient.